Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on MFR's acceptance criteria. A review of the technical service on-site visits showed no abnormalities that could have contributed to this event. System had been checked prior to and after the reported date of event, and was within specifications. Investigation is ongoing and a root cause has not been determined. (B)(4).

Event description:
An optometrist reported a case of trace flap micro striae, observed bilaterally on one pt, at one week after lasik surgery. Striae was noted to be not visually significant. No medical or surgical intervention was reported. This is the second of two reports, which will reference this pt's left eye.